Event description:
The customer reported that their carbamazepine quality controls drift down between calibrations. The customer also stated that they received questionable results for two patient samples tested for carbamazepine. Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 3.596 ug/ml accompanied by a data flag and was repeated by the analyzer, resulting as 3.441 ug/ml accompanied by a data flag. The 3.441 ug/ml value was reported outside of the laboratory. After a quality control failure was noticed the next day, the sample was repeated after recalibration on (B)(6) 2014. The repeat result was 5.6 ug/ml and this value was believed to be correct. A corrected report was issued. The patient was not adversely affected. The carbamazepine reagent lot number was 68535101 with an expiration date of 04/30/2014. The field service representative could not determine a cause. He checked the electromechanics and fluidic operation of the analyzer. He checked the gear pump pressure and rinse mechanism operation. He checked all probe positions and condition of all reaction cuvettes. No problems were found. The customer ran a calibration and quality controls; these were within the customer's specifications. The field service representative ran precision studies with control materials. All checks and tests were within guidelines.

Manufacturer narrative:
A specific root cause could not be determined. Retention stock of the reagent and control lot combination were tested over a time period of 7 days using 3 different cassettes of the same reagent lot and placing these on different rotor positions of an in-house c502 analyzer. Control recovery of this reagent over a period of 7 days was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.